Manufacturer narrative:
Batch review performed on 29 dec 2025. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0 deg; (k170452) lot 2508544: (B)(4) items manufactured and released on 08-sept-2025. Expiration date: 2030-aug-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0124 humeral reverse hc liner d 39/+6mm (k170452) lot 2512459: (B)(4) items manufactured and released on 04-jul-2025. Expiration date: 2030-jun-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At 1 month from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner and metaphysis. The surgery was completed successfully.